Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. A few years later, an at tempt to remove the initial lead as well as the replacement lead was made. The initial lead was not able to be explanted despite use of a laser. The replacement lead was able to be removed. A new high voltage lead was attempted but could not be implanted due to vein deformation and stenosis. No further patient complications have been reported as a result of this event.